Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: green mold like appearance, wear abrasion, crease fold and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation and "heart issues" that are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and "heart issues" that are not device related. Device remains implanted.

Manufacturer narrative:
.

Event description:
The device has been explanted.